Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient had headaches and a return of pain from her buttocks down her legs. The patient states it felt like every nerve felt like it was on fire. The patient states she felt immediate relief when shutting the stimulator off, but then later states when she turns it off it doesn't feel like it's off. The patient states she tried using steroid packs. The patient states by the time she got to "3" her pain was so bad and almost switched directions up to her head and ringing in her ears. The patient states she did go get her ears cleaned out. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that reprogramming was performed, but the headachecame back when the stimulation was turned on. The patient was advised to keep the stimulation turned off as long as the headaches continue. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-03-11. It was reported the cause of the sudden pain, headaches and ringing ears was not determined. No actions/interventions had been taken to resolve the issues. The sudden pain, headaches when stimulation was on and ringing ears had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having pain. The patient stated that they had a headache and the only way to get rid of it was by turning off their stimulation. The patient stated that when their device is on they had headaches. They also reported that when laying down, their ears would ring really bad. They stated that they had to turn their device off when lying down. They stated that up until a few days ago the device was working great. It was reported that their patient pain began one weekago in (B)(6) 2019. No further complications were reported/anticipated.